Event description:
It was reported to philips that the monitor is showing white noise. There was no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013.